Event description:
Patient reported for the right side "you feel a pain going to your lungs, pain in your lymph nodes, in your armpits, in your chest and you can barely breathe and sleep, you burn inside." Patient representative reported "recall, small radial folds, rare and small oval, hyperintense images on t2, measuring up to 0.4 cm, representing cysts, and discreet inflammatory granulomatous reaction of the foreign body type (silicone)". Device has been explanted.

Manufacturer narrative:
Continued: h6- f2203 further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: granuloma.

Event description:
Patient reported for the right side "you feel a pain going to your lungs, pain in your lymph nodes, in your armpits, in your chest and you can barely breathe and sleep, you burn inside." Patient representative reported "recall, small radial folds, rare and small oval, hyperintense images on t2, measuring up to 0.4 cm, representing cysts, and discreet inflammatory granulomatous reaction of the foreign body type (silicone)". Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: e1, h6, h11. Visual analysis: visual analysis of the photographs identified: pain: unable to observe since it is not related to the device. Calcification: not observed. Other-medical: unable to observe since it is not related to the device. Anxiety-product/procedure: unable to observe since it is not related to the device. Crease/folding of implant: creases observed on the device. Inflammation/irritation: unable to observe since it is not related to the device. Cyst-ndr: unable to observe since it is not related to the device. No additional observations were carried out. No further actions are required as no manufacturing issues are observed.